Event description:
Migraine, ibs, interstitial cystitis, miscarriage, fibromyalgia, palpitations, depression, anxiety, hot and cold, numbness face, legs, hands, weight gain, fatty liver disease, breast pain, feet hurt, feet itch, defibrillator, passing out, no energy, back, neck, hip shoulder pain, hair thinning and hair loss, no sex drive, sad, unbalanced, dry skin, dry eyes, ringing ears, brain fog, forgetful, don't like clothes or people touching me. Bloating, uncomfortable, skin bumps and tags all over body, nauseous, can't control my bladder or number #2.